Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a specific root cause. However, due to previous evaluation on samples reported with similar condition, a multifunctional team has determined a formal investigation is required to address the ¿tear¿ condition. The reported complaint could not be confirmed. A root cause could not be determined. A CAPA is currently open to investigate and address the reported issue. A production notification was also provided to personnel to heighten awareness of the reported complaint. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer stated that they received a light handle cover that contained a slit on the base.